Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported getting a b30 error - can not display image,during setup involving an olympus video system center. There was no patient injury reported.